Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a black thread was found in the patient's eye coming from the viscoelastic healon endocoat. No further information was provided.

Manufacturer narrative:
In the initial MDR the incorrect manufacturing date was entered; therefore updated device manufacture date: 06/06/2016. Additional info: device available for evaluation? Yes. Returned to manufacturer on: 02/01/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint sample was returned to the manufacturer for evaluation. Visual inspection showed that the cannula was attached to the syringe and only a small amount of product remained within the syringe. A photo was provided showing a fiber in the eye. The fiber was not returned for evaluation. The source of the fiber could not be determined. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. As a result of the investigation, no manufacturing root cause could be determined. No product deficiency was identified in the investigation. All pertinent information available to abbott medical optics has been submitted.